Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the doctor that the customer was hospitalized on (B)(6) 2016 with a blood glucose reading of 152 mg/dl.